Manufacturer narrative:
A lot review was conducted and reveals that the suspected lot was manufactured and released with no exception documents cited. Visual inspection: no leakage observed. Functional inspection: devices met all specifications. Analysis: devices met all dimensional and functional tests. No leakages observed. Customer experience cannot be duplicated.

Event description:
Four reported incidences of ch2000s-c connected to an ICU bifuse, trifuse extention set with b3300 connected at distal ends. The spiros end was connected to patient's IV access. Infusion of chemotherapy drug was initiated and after 5 minutes the spiros disconnected from the tubing but remained connected to the b3300. Blood loss and chemo exposure were reported but no medical invervention was necessary. Devices were returned for evaluation. All devices met dimensional and functional requirements. Complaint could not be duplicated.

Manufacturer narrative:
A lot review was conducted and reveals that the suspected lot was manufactured and released with no exception documents cited.

Event description:
Four reported incidences of ch2000s-c connected to an ICU bifuse, trifuse extention set with b3300 connected at distal ends. The spiros end was connected to patient's IV access. Infusion of chemotherapy drug was initiated and after 5 minutes the spiros disconnected from the tubing but remained connected to the b3300. Blood loss and chemo exposure were reported but no medical intervention was necessary. None of the devices were returned for evaluation.